Event description:
The excalibur generator activated bipolar coag by itself. The user facility stated that while trying to insert a intuitive surgical robotic instrument into the stomach, the excalibur automatically activated without anyone touching the unit. The generator coag blue light was lit. There was a small burn to the patient's perineum wall. Ointment was applied and the surgeon was able to continue on with surgery without further complications.